Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the knob on the back of the lps inserter was broken clean off while impacting. A depuy synthes product broke during surgery and all pieces were retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found lps inserter extractor has the broken the handle shaft and the fragment returned for evaluation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like striking the device before is fully seated and in a off-axis position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lps inserter extractor would contribute to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the knob on the back of the lps inserter was broken clean off while impacting. A depuy synthes product broke during surgery and all pieces were retrieved.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.